Manufacturer narrative:
Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 30916780l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 72-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade (CT) requiring a pericardiocentesis. When lowering the catheter from the superior vena cava (svc) to the brokenbourough (bb) site, it hit the pericardium hard. Blood pressure remained low after pulmonary vein isolation (pvi). After drainage was performed and blood pressure was maintained, the patient is followed-up on. Atrial septal puncture was performed by radiofrequency (rf) needle. Ablation was performed before tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting: ~30w 8ml. The physician's opinions on the relationship between the event and the product was that the catheter hit the pericardium strongly when lowering down from the svc during bb. There were no abnormalities observed prior to and during use of the product. The complaint product will not be returned for analysis. The adverse event was discovered during use of biosense webster products. Pericardial drainage was provided. Transseptal puncture performed with rf needle. Ablation was performed prior to noting the CT. The physician noticed the cardiac tamponade during ablation phase (after pvi). No error message was observed during the procedure. Force visualization features used were real time graph; dashboard; vector; visitag. Color options used prospectively was a tag index. The patient has fully recovered. Smartablate generator was used the serial number was unknown. Correct catheter settings selected on the generator and pump switching from ¿low¿ to ¿high¿ flow during ablation. Visitag module was used with parameters for stability range2mm, 3s, fot3g 25% (range; time; fot; tag size). No additional filter was used.